Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vaulting, and significant reduction of irido-corneal angles. On (B)(6) 2017 the lens was exchanged with a shorter lens. The problem was resolved. As of the day of MDR submission the lens has not been returned.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear residue on lens. Claim # (B)(4).